Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05717. It was reported that during an unspecified procedure, the greenfield filter did not deploy. During insertion of a 12 fr greefield filter the filter kinked so the device was not used. Another 12 fr greenfield filter was selected for use; however upon deployment the legs did not open. A CT was performed but location of the second filter could not be identified. The procedure was ended at this point. No patient complications were reported and the patient's status is fine.